Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient had subsequent admissions for elevated ldh (reference MFR. Report #¿s 2916596-2015-00017 and 2916596-2015-00397). The pump remained in use supporting the patient until the patient¿s pump was exchanged on (B)(6) 2015. (Reference MFR. Report # 2916596-2015-00397. The pump was returned and evaluated under that report.) Although the evaluation in (B)(6) 2015 of the returned pump confirmed pump thrombus, the thrombus could not be conclusively correlated to the reports of increased ldh in (B)(6) 2014. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was found to have lactate dehydrogenase (ldh) in the 400's prior to being discharged post pump implant. The pt was admitted on (B)(6) 2014 for hemolysis and again on (B)(6) 2014 for hemolysis with ldh continually rising. Ldh have now been as high as in the 700's. The pt is now hospitalized on IV heparin, 325 mg of aspirin. Inr has never been sub-therapeutic and currently at 3. The pt's ldh prior to implant was 166. Pt was an (B)(4) 3 upon pump implant. The pt was not on coumadin prior to implant and has a history of atrial fibrillation, but has not had any arrhythmias since implant. The pt has not had any procedures where coumadin has been held. The pt is currently hospitalized on IV heparin and monitoring ldhs daily.